Manufacturer narrative:
Citation: y.f. Wang et al. Incidence of coronary obstruction during aortic valve implantation: meta-analysis and mixt-treatment comparison of self-expandable versus balloon-expandable valve prostheses. Rev cardiovasc med. 2025 jul 29;26(7):36208. Doi: 10.31083/rcm36208. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a meta-analysis of the incidence of coronary obstruction with self- expandable versus balloon-expandable transcatheter aortic valves. The meta-analysis included 15 peer-reviewed clinical studies with a total of 27,784 patients. Multiple manufacturers¿ devices were implanted in the study population; medtronic devices included corevalve, evolut r, and evolut pro bioprosthetic valves. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: coronary obstruction, leaflet displacement and valve migration. No further information was provided pertaining to medtronic products.